Event description:
The patient was trial fit for acuvue advance for astigmatism and purchased a 3 month supply. The patient was last seen in 2006 for the fitting exam. Eyes were clear at that time. The patient called the optical shop and reported going to the local eye infirmary and being diagnosed with a corneal ulcer. The fitting optician called the eye infirmary and received the following information. The patient was seen with a near central ulcer diagnosed as "bacterial keratitis." The patient has been treated with exocin (ofloxacin 0.3%) q 1 h and predsol. The patient's condition was reported as "improving." No additional information is expected.

Manufacturer narrative:
H-5: device labeling single use or reuse.